Manufacturer narrative:
Date of event has been estimated. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. The indeflator was not able to inflate a balloon and air bubbles were observed while pulling negative. Another indeflator was used with the same issue. There was no adverse patient effect but delay in patient care. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be a potential product quality issue. On (B)(6) 2022 abbott vascular decided to initiate a voluntary field action. The product associated with this complaint is potentially from the impacted population as the lot number is unknown. Abbott vascular submitted medwatch # 2024168-2022-01831 on (B)(6) 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.na.